Manufacturer narrative:
The actual device involved in the event was not returned. One retention dialyzer from the same lot as the lot involved in the event was tested for blood leaks and no leaks were found. The complaint database was reviewed and there were no other complaints reported for lot c412007201. The non conformances database was also reviewed and no non conformances were written for lot c412207201. Gambro has no information to suggest that any gambro product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
A patient admitted to the ICU with a suspected cva and hyperkalemia was scheduled to undergo a hemodialysis treatment. The patient had an estimated blood loss of 690 ml when the content of three consecutive extra corporeal circuits was not returned to the patient subsequent to dialyzer blood leaks at the initiation of treatment. A fourth circuit was set up; dialysis was restarted; and approximately two hours later the patient experienced a cardiac arrest and successfully resuscitated. It was reported the patient's hgb dropped 8 gm/dl following the blood loss event and the patient was transfused with four units of blood. Typically, hgb decreases 1 gm/dl per 500 ml blood loss therefore,the accuracy of the lab value is questionable and there was potentially another source of bleeding.